Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited failure to capture. No interventions were performed. No patient symptoms were reported.